Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show the lot released with no recorded anomaly or deviation. This device is used for treatment the following components were reviewed for compatibility with no issues noted: 148302, 148304, 185144, 185200, 185211, 185220, 185282, 185302, 185322, 185422, 185650. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Concomitant products ¿ vanguard ssk 360 tibial bearing catalog 185144 lot 145770; biomet splined knee stem 12x80 catalog 148302 lot 119880; biomet 360 tibial tray catalog 185200 lot 259530; biomet 360 5mm tibial offset adapter catalog 185211 lot 204530; biomet 360 5mm tibial offset adapter catalog 185211 lot 288160; biomet 360 tibial augment 59x5mm catalog 185220 lot 749770; biomet 360 tibial augment 59x5mm catalog 185220 lot 900630; vanguard ssk 360 left femoral 60mm catalog 185282 lot 2764768; vanguard 360 distal femoral augment 60x5mm rl/lm catalog 185302 lot 205480; vanguard 360 distal femoral augment 60x5mm ll/rm catalog 185322 lot 205720; vanguard 360 universal posterior femoral augment 60x10mm catalog 185422 lot 488180; biomet 360 small cruciate wing catalog 185650 lot 840680. Concomitant therapy date ¿ symptoms began six months post implantation; components implanted (B)(6) 2013.

Manufacturer narrative:
This report is number 13 of 13 mdrs filed for the same patient (reference 0001825034 - 2016 - 04847 / 04844 / 04848 / 04851 / 04852 / 04853 / 04855 / 04856 / 04857 / 04858 / 04859 and 3002806535 - 2016 - 00857 ).

Event description:
It was reported patient underwent a knee arthroplasty procedure and has neurogenic pain, swelling, and difficulty moving 6 months post operatively.